Manufacturer narrative:
Per tandem user guide: user guide states: do not start to use your system before consulting with your healthcare provider to determine which features are most appropriate for you. Only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action. Incorrect settings can result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the fill estimate was inaccurate. Customer's blood glucose level was 235 mg/dl. Reportedly, the customer loaded a new cartridge and continued using the pump for insulin delivery. In addition, it as reported that the pump time and date were inaccurate. The customer did not adjust the time or date when first receiving the pump. Customer corrected the pump time and date to resolve the issue. Customer's blood glucose level was 241 mg/dl.